Event description:
It was reported the safety bail springs on the stretcher were broken and the bail would not engage with the safety hook. There was no incident or injury associated with the reported issue. Replacement parts will be provided for the repair of the safety bail assembly.